Event description:
Sjm model 2211-36q, implanted on (B)(6) 2010, was evaluated on 11/16/2016 with an estimated battery longevity of 2.7 - 3 years. Battery voltage at 2.57. He walked into the office on (B)(6) 2017, stating his device had "alert" triggered on (B)(6) 2017. Upon device interrogation, the battery had reached eri with a voltage of 2.45. Arrangements made for generator replacement. Of note: estimated longevity was inaccurate at (B)(6) 2016 interrogation.